Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The customer¿s report that the maxzero cracked and leaked when attached to the trifuse was confirmed. Visual inspection of the maxzero valve under magnification showed a crack running along the top of the valve¿s top component and continuing along the threads of the valve. Functional and pressure testing confirmed fluid leaking from the engagement between the trifuse distal male luer and the maxzero. The root cause of the crack was not identified.

Manufacturer narrative:
Concomitant medical products: 6)curos caps; (2)prevantics swab, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the maxzero cracked and leaked when attached to the trifuse. The customer further stated that they have identified that this only occurs when the maxzero is attached to the trifuse. Although the infant received a dose of antibiotics, there was no report of patient harm.

Manufacturer narrative:
No scratches or tool marks were observed on the outside of the valve. Further testing was performed using prevantics antiseptic swabs (chlorhexidine gluconate (3.15%) and isopropyl alcohol (70%), & curos jet disinfecting caps which the customer uses for disinfection, along with new maxzero valves and trifuse extension sets. The testing resulted in small fractures at the top of the valve's female luer running down the luer¿s threads after 24 and 72 hour testing. Small fractures were also observed on the trifuse extension set¿s distal male luer. After 96 hours some of the fractures were developing into small cracks. The fractures were observed in all test scenarios performed except when the disinfectant material used was allowed to dry for over two and a half minutes and the components in those cases were not tightened using extreme force hand tightening. The cause of the reported leak was identified as a crack on the valve. The cause of the crack was not identified.